Event description:
It was reported that a system error (se) ¿20xx¿ had occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event history log did not reveal any keystrokes, programming or use that indicated the reported problem. A visual inspection was performed with no damage found. Functional testing of the device determined the reported issue to be a system error 2042. The assignable cause for the reported issue was the pump. The pump will be scrapped and the device will be sent for servicing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a follow-up report will be submitted.